Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Prolonged time of wound's healing. Method: the actual device will not be returned. No product eval can be performed. Without the finished good lot number it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past year for this item. Two (2) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. Wound healing reaction, is a known risk with any suture material. The most probable root cause for post operative prolonged time of wound's healing reaction can not be determined with certainty without the information provided and without reviewing the actual device involved or reviewing or testing, sterile samples from the same finished goods lot. Reference: complaint #(B)(4) (ethicon complaint #-(B)(4)); item #sxpd2b411 stratafix spiral pdo knotless tissue control device; 2mh #1 pdo 30 x 30, lot unk.

Event description:
It was reported: "prolonged time of wound's healing; required secondary intervention."(B)(4).